Event description:
MDR decision date: (B)(6) - no serious injury alleged. Malfunction alleged. Ivc territory business manager states the left motor was replaced. When the dealer tried to remove the left motor, it was seized up and the wheel could not be removed from the motor. The wheel was damaged during this process. On the right side, the dealer replacing the wheel and got the wheel off, but very difficult and wheel and motor were damaged in the process. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4)has been initiated for this issue. The malfunction has not been confirmed.